Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a failure to capture, with high pacing thresholds observed. The lead was surgically abandoned and replaced with a non-boston scientific lead. No additional adverse patient effects were reported.